Manufacturer narrative:
The device analysis and evaluation have been completed. The balloon portion of the balloon guide catheter was found crushed, which might have caused the damage to the balloon. However, the exact cause of this damage could not be determined. All devices are inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon guide catheter and the competitor catheter were returned for analysis. The competitor catheter was found to be protruding from within the balloon guide catheter hub. The catheter was found to be stuck within the balloon guide catheter hub. With gentle force the catheter was removed from within the balloon guide catheter hub. Upon visual inspection no damages or issues were found with the catheter. The balloon guide catheter was then examined. The balloon guide catheter was returned without the detachable inflation port. The reason the detachable inflation port not returning was not provided. No issues were found with the man lumen or balloon lumen hubs. No kinks or bends were found with the balloon guide catheter body. The balloon guide catheter distal tip was found to be crushed. The balloon was found to be ruptured with the proximal end torn and separated with the distal end still attached. The balloon guide catheter main lumen was flushed, and water exited from the distal tip. The balloon guide catheter was then tested with an in-house dilator. The in-house dilator was inserted into the balloon guide catheter hub and through the distal tip with resistance at the damaged distal tip. No other anomalies were observed. The balloon guide catheter was sent out for additional testing. A supplemental report will be submitted when the evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of competitor catheter was not able to advance within our balloon guide catheter. The catheter was stuck. Both the competitor catheter and the balloon guide catheter will be returned. No patient injury reported. The devices were prepared per the instructions for use (IFU). No damages were noted, and the devices were prepared per the IFU. A continuous flush was maintained. The model and lot numbers of the guidewire and the sheath are unknown. There was no resistance or issue when the balloon guide catheter was retrieved. The balloon was reported to have been completely deflated when it was removed. The balloon inflated and deflated as intended.